Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: ¿empty cartridge alarm indicates that the pump has detected that the cartridge is empty and all deliveries have stopped.¿ h3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 417 mg/dl. Reportedly, the customer allowed the pump to deplete of insulin, preventing any further insulin deliveries. The customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous saline and insulin, resolving the issue with no permanent damage. Multiple attempts were made by tandem technical support to follow-up with the customer regarding the release date, but no response was received.